Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 375cc mentor memorygel breast implant, catalog: 3503751bc, lot: 7548678, sn: (B)(4). On 08/28/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed to be intact. No anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 425cc mentor memorygel breast implant on the right side, suffered capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent unilateral removal and replacement with a 425cc mentor memorygel breast implant on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).